Event description:
During bronchoscopy procedure, cytology brush was passed into the specimen port. Upon withdrawal, the brush was missing and could be seen in the pt's right bronchial area with the bronchoscope. Two attempts were made to retrieve the brush with the biopsy forcep, second attempt of removal was successful with no pt harm.